Event description:
A us distributor returned a monitor and reported monitor was displaying a downloading code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (dl - code 203) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the l2, c400 and c126, v1003 and v1004 along with the surrounding traces were broken off the pca board. Additionally, the c19 solder joint capacitor on the defibrillator pca was damaged. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.